Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom drive will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.